Manufacturer narrative:
Additional info: event description and report source.

Event description:
It was reported that the IV set was leaking medication from the base of the drip chamber in the cicu during patient use. There were no visible holes or areas of separation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the IV set was leaking from the base of the drip chamber in the cicu. Additional information has been requested but has not been provided at this time.